Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the system froze at 5 arrows (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.